Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer's wife states that her husband feels well and requires no medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 05/20/2018. Customer confirms the strips are stored in the kitchen and were first opened the week of (B)(6) 2015. Date and time not set properly on meter. Reviewed meter memory: (B)(4). Customer called due to a result of 65mg/dl, (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Additional product codes added.

Event description:
Customer complains of low results. Customer's wife states that her husband feels well and requires no medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 05/20/2018. Customer confirms the strips are stored in the kitchen and were first opened the week of (B)(6) 2015. Date and time not set properly on meter. Reviewed meter memory: 1:61mg/dl (B)(6) 2015 03:58:00 am fasting:yes. 2:192mg/dl (B)(6) 2015 11:01:00 am fasting:yes. 3:85mg/dl (B)(6) 2015 04:30:00 am fasting:yes. 4:130mg/dl (B)(6) 2015 11:20:00 am fasting:yes. 5:55mg/dl (B)(6) 2015 04:58:00 am fasting:yes. Customer called due to a result of 65mg/dl (B)(6) 2015. No adverse event reported.